Event description:
The guide was broken. The device had been returned to the mfg site with a report of a cuff miss. The physician attempted arteriotomy closure with a perclose a-t (the closer ak) device following an interventional procedure. The device was inserted and pulsatile mark was achieved. The foot was deployed. During needle deployment, the physician commented, "it is very hard and difficult to press the needles down". A cuff miss occurred. The foot was then parked and the device was exchanged for another perclose device, which also experienced a cuff miss. The device was removed and a 6 fr introducer sheath was inserted. Two hours later, closure was achieved with manual compresssion. There is no report of an adverse pt event. Although requested, additional info has not been made available.